Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient will be undergoing surgical intervention to revise the ipg for an unknown reason.

Manufacturer narrative:
Additional information indicates that the malfunction was with the patient's lead and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under [manufacturing report number: 3006705815-2024-09626].

Event description:
Additional information indicates that the malfunction was with the patient's lead and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under [manufacturing report number: 3006705815-2024-09626].